Event description:
It was reported that pre implant the device had a loss of telemetry; was exchanged for a different device and the procedure was completed. No patient complications have been reported as a result of this event. Two days later, during preparation, the device encountered another loss of telemetry, was exchanged for a different device and the procedure was completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device was unable to confirm an issue.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.